Event description:
Voluntary medwatch form received notes that a patient's right ventricular (rv) lead exhibited oversensing and chronically low r-waves. No changes or interventions were reported. The patient condition was not known.

Event description:
Voluntary medwatch form received notes that a patient's right ventricular (rv) lead exhibited oversensing and chronically low r-waves. No changes or interventions were reported. There was insufficient information on clinical signs, symptoms and conditions. The patient condition was not known.

Manufacturer narrative:
Correction: updated b5 and h6 for insufficient information clinical code noted in medwatch (mw5147537) form.